Event description:
.

Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed. Analysis was performed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The devices associated with this adverse outcome were returned from an unknown source with no additional information. Consequently, contact information to complete follow-up is not reasonably known. Therefore, attempts for additional information cannot be made. (B)(4). Concomitant products: 407645 implantable pacing lead, implanted: (B)(6) 2012; 407658 implantable pacing lead, implanted: (B)(6) 2012.

Event description:
An implantable pulse generator (ipg) system was returned to the manufacturer from a funeral home with no additional information. Further review of the manufacturer¿s database indicated the patient died five days after device system implanted.